Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that patient had her pump repositioned. It was added that patient lost almost 50 lbs since the pump was implanted and the pump was no longer lying flat. The pocket was revised today without disconnecting the pump or changing any part of the existing infusion system. It was reported that the pump was helping patient¿s pain.